Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09709. Related manufacturer reference number: 2017865-2021-09712. It was reported that the patient presented to clinic, where dehiscence of the pacemaker was noted from the bottom portion of the device pocket. The physician believed that the dehiscence was caused by infection. The pacemaker and both leads were explanted, and a temporary pacing lead was placed as the patient is dependent. The patient then passed away due to complications from the laser lead extraction. It was believed that the extraction procedure caused a tear in the innominate which led to a hemothorax which caused the patient's death.